Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving an error 3 when a test strip was inserted into her son's freestyle flash blood glucose monitor. Customer then reported that her son's eyes were rolling into the back of his head and that he nearly lost consciousness. His glucose was reported to be at 38 mg/dl. It is unclear how this glucose result was obtained. Glucose tablets were administered to the customer's son in order to stabilize glucose levels.